Event description:
It was reported to boston scientific corporation in 2009, that a wallflex fully covered esophageal stent was used to repair an esophageal tear. According to the complainant, the stent was placed to repair an esophageal tear, with plans for removal approx one month post stent placement. The physician was informed at this time by a boston scientific representative, that this device was not intended to be removed once implanted or used for non-malignancies. The following month, the physician conducted a planned stent removal procedure, however, was unable to remove the stent due to ingrowth. While attempting to remove the stent with a rat tooth forceps (MFR unk), the physician cut the proximal end of the suture cord, and the proximal end of the stent did not collapse as planned. The pt was transferred to another facility where the stent was removed surgically. The pt was kept in the hospital over the weekend for observation and was released eight days later. The pt's condition at the conclusion of the procedure was reported as doing well.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.